Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced elevated blood glucose while on insulin pump therapy; blood glucose level was not reported. The reporter stated that at the time the patient's blood glucose was elevated, it was noted that the insulin cartridge in the pump was empty; however, the pump had not emitted an 'empty cartridge" alarm to alert the user of the empty cartridge. The reporter stated that the patient was in the hospital at the time the reporter called animas regarding the alarm issue, but the patient was hospitalized for "other" medical issues. An adverse event is not being reported because the information reported does not meet animas' criteria of a reportable adverse event. This complaint is being reported because the alleged issue of an empty insulin cartridge without prior alarm may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm issue.